Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08274, 2134265-2017-08598. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. After crossing the septum, a double curve watchman® access system (was) was advanced, but the physician was unable to engage the appendage adequately. The device was exchanged over the wire for a single curve was. The appendage was then engaged with the second was and an expo pigtail catheter. Angiographic confirmation of the echocardiogram imaging was completed. The pigtail catheter was removed and a 27 mm watchman ® laa closure device & delivery system (wds) was advanced and snapped together with the was. Angio injection was performed to confirm the distance of the watchman system and the back wall of the laa prior to deployment. There was pericardial staining of contrast in the pericardium. Perforation of the laa was noted immediately. Transesophageal echocardiogram showed a small pericardial effusion. The patient was stable. A surgeon was called and after discussing the options, the patient was prepped for surgery with the was left in place. The patient arrived to surgery in stable condition with no worsening of symptoms or enlargement of pericardial effusion. During surgery, the catheter was removed and the laa was ligated. The patient was then transferred to the ICU in stable condition. The patient was discharged home the following weekend in good health. It was further reported that both the surgeon and cardiologist reviewed the films and felt the patient had friable tissue and when the single curve was was advanced over the expo pigtail, a corner of the was "snagged" the roof of the laa creating a tear. The was was not through the back wall of the appendage at any time during the case.